Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back from the septal wall causing oversensing. The atrial lead also dislodged and exhibited noise. It was noted that the patient's weight contributed to the dislodgements. Both the rv and the atrial lead were explanted and replaced. It was noted that the left ventricular (lv) lead possibly exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back from the septal wall causing oversensing. The atrial lead also dislodged and exhibited noise. It was noted that the patient's weight contributed to the dislodgements. Both the rv and the atrial lead were explanted and replaced. It was noted that the left ventricular (lv) lead possibly exhibited high thresholds. No patient complications have been reported as a result of this event.